Event description:
It was reported that the patient presented for a scheduled device upgrade. Prior to the procedure it was discovered that the right ventricular lead had externalized conductors. Visually confirmed on chest x-ray. The lead was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
The reported event of insulation abrasion was not confirmed. A partial lead (connector portion) was returned in one piece for analysis. Electrical testing was normal. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.